Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was out of overdischarge and charging at home, and the manufacturer representative was going to reset the device next thursday ((B)(6)-2016). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator recharger (insr) was not charging, there was a bent connector pin on the desktop charger (dtc), and the implantable neurostimulator (ins) was overdischarged. It was noted that the green light on the dtc was on. Additional information received from the manufacturer representative reported that the patient was scheduled to meet the manufacturer representative the week after (B)(6) 2016. Additional information received from the consumer via the manufacturer representative reported that the patient not charging led to the reported ins overdischarge. Diagnostic testing or troubleshooting performed included confirming the overdischarge using the clinician programmer. Interventions/actions that were taken resolve the issue included trickle charging. It was further reported that the ins was out of overdischarge, charging normally, and it would be reset soon. The issue was resolved at the time of follow up. There were no reported patient symptoms, and the patient's status was alive with no injury. No further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#38112;indications for use included non-malignant pain.